Manufacturer narrative:
The abnormal adhesion was reported to abbott was confirmed. The device was received operating at an elective replacement indicator (eri) level. Examination of device shows calcified bodily fluids on surface. Further analysis performed did not find any anomalies, voltage is at eri level. Longevity assessment determined that device has met the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device was explanted due normal elective replacement indicator (eri). It was noted there was an abnormal adhesion of the device. The patient was stable.